Manufacturer narrative:
An immucor employee visited the customer site on 17jul2017 to retrieve results from an archived disk, and the images of the test wells in question were visually positive. The product had already expired at the time of this investigation, so the immucor laboratory performed a DHR review of this product on 15mar2018 which showed that all specifications were deemed to have been acceptable.

Event description:
On 13mar2018, it was retrospectively determined that a component of a (B)(6) customer site report from (B)(6) 2017, made by an immucor employee when that employee happened to be visiting the customer site, which was previously reported under (B)(4) required an additional report for an unexpected negative antibody identification with capture-r ready-ID extend ii when tested with a galileo echo instrument.